Manufacturer narrative:
(B)(4). Date sent: 6/24/2026 d4: batch # unk. Additional information was requested, and the following was obtained: procedure: robot-assisted gastrectomy. The product was used on the duodenum and gastric body. No unusual sensation or abnormality was noted during use of the device. Partial c-shaped staple malformation was observed, mainly on the proximal side of the staple line. At the time of this event, oozing was also observed in some cases. For the area where staples were not properly formed, no treatment was performed for the specimen side that would not remain in the body. For area remaining body, treatment such as electrocautery was performed. There were no issue with the patient¿s condition. 1. Could you please provide more details about the type of oozing (leak, bleeding, other)? 2. How was the bleeding controlled? =>electrode scalpel was used. 3. How much blood was lost (ml)? =>very little 4. Did the patient require a transfusion? =>no 5. How was the bleeding addressed? =>electrode scalpel was used. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec3d60s lot number a9995j and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted gastrectomy procedure, staple malformation was observed in part of the staple line when the device was fired. It occurred mainly at the proximal portion rather than at the tip. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.